Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: evaluation of surgical strategy of conventional vs. Percutaneous robot-assisted spinal trans-pedicular instrumentation in spondylodiscitis. Naureen keric1, david j. Eum1,2, feroz afghanyar1, izabela rachwal-czyzewicz3,4, mirjam renovanz1, jens conrad1, dominik m. A. Wesp1, sven r. Kantelhardt1, alf giese1 j robotic surg (2017) 11:17¿25. Received: 6 february 2016 / accepted: 26 april 2016 / published online: 9 june 2016. N=5 post op screw loosening.